Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The event of a patient¿s system showing high impedance on the right and left was reported to abbott. The patient had both extensions replaced which resolved the issue. Effective therapy was reestablished. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00801. It was reported the patient had high impedances. Surgical intervention occurred wherein both lead extensions were explanted and replaced, addressing the issue.